Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (MR), prolapsed posterior leaflet for a Mitraclip procedure. During the procedure, an attempt was made to grasp the leaflet, but the anterior mitral leaflet tip was thickened to about 7 mm, that caused to slip easily. After multiple attempts, both leaflets were captured. Clip was deployed. After removal of clip delivery system (CDS), it was determined that there was a single leaflet device attachment (SLDA) and the clip was no longer attached to the anterior leaflet. Imaging was difficult. The final MR was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information